Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the cartridges would not fire once it was loaded with a stapler. The 1st and 2nd device did not fire. However, the 3rd one did fire, but on the back table then it was able to be fired on the patient. The surgeon used another cartridge on the patient. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of three devices. The loading units were partially fired with the interlocks engaged. Staple pushers were visible in the cartridges. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Replication of the partial fire condition with interlock engagement may occur when the firing handle has not been completely cycled. If the instrument return knobs are retracted at any point once the firing cycle has begun, the loading unit will engage into safety interlock and prevent further attempts to fire by ceasing the placement of staples and tissue transection, and prevent patient harm. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic colectomy procedure. The device was being applied to the ima (inferior mesenteric artery), the surgeon faced difficulty while firing the devices; the 1st and 2nd device did not fire at all however, the 3rd one did fire but on the back table then was able to be fired on the patient. The surgeon used another cartridge on the patient. There was no patient injury